Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
In 2008, the customer reported that colleague volumetric infusion pump product code turns itself on and off repeatedly, even without batteries. It is unknown at what stage the failure occurred, however, there is no reported patient injury or medical intervention. The device will be returned to technical services for evaluation.